Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt-abbrevo was implanted. It was reported that she experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that pt underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to pelvic pain. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, bleeding and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.